Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a gallbladder collection during a gallbladder drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the delivery system did not cross the external wall of the gallbladder collection due to prior anatomical modifications of the biliary tract of the patient. As a result, after the first flange of the stent was deployed, the first flange failed to expand inside the target cavity. The second flange of the stent was deployed, but sufficient drainage of the gallbladder was not achieved, and the fully deployed stent was removed from the patient using a snare and forceps. The axios puncture site was closed using an ovesco clip. Following the procedure, the patient had air around the gallbladder. No treatment was performed, and the air around the patient's gallbladder resolved on its own. The procedure was rescheduled because another hot axios stent was not available. There were no additional patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.